Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced s loss of consciousness. Ambulance were called to the customer home. Upon arrival, healthcare professionals (hcp) diagnosed the customer with hypoglycemia. The customer received hcp administration glucagon and glucose orally for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with samsung a127f, os android 12, app version 210110406. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced s loss of consciousness. Ambulance were called to the customer home. Upon arrival, healthcare professionals (hcp) diagnosed the customer with hypoglycemia. The customer received hcp administration glucagon and glucose orally for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low alarms. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.